Manufacturer narrative:
No unexpected scrolling of numbers anomalies or messages noted during testing. Intermittent button response on the act button due to moisture damage on keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. (B)(4).

Event description:
Customer's father reported via phone call that customer experienced keypad anomaly. It was reported that numbers continued to scroll when attempting to enter carbs and pressed the up arrow button. It was reported that buttons responded intermittently. Customer's blood glucose was 111 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.